Event description:
International affiliate reports the tip of the vein strippers cable broke off in the patient's vein. A new cable was used to extract the broken piece.

Manufacturer narrative:
Codman has requested the return of the vein stripper for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.